Event description:
It was reported that during a da vinci-assisted hysterectomy benign surgical procedure, the 0-degree endoscope plus video kept drifting and would not stay. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: per the customer, the endoscope moved with uncontrolled motion. The endoscope was shipped back for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and the complaint was not confirmed by failure analysis. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was visually inspected and found with damage to the button pack assembly. A visual inspection confirmed a hairline crack on the l/r of the button pack assembly. The endoscope was visually inspected and manually tested by hand using a series of movement tests and failed. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and analyzed and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction.